Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test, but was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. The device was also received with minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called and reported receiving on the insulin pump during priming. The customer's blood glucose level was 102 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.